Event description:
It was reported that the lesion being treated was a 90% stenotic lesion in the left anterior descending coronary artery. The balloon was inflated one time to 12-14 atms, then failed to deflate.

Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 20/2.0 mm balloon failed to deflate after the second inflation to 14 atms. The first inflation was to 12 atms. The maverick2 monorail balloon remained inflated inside the pt for 90 seconds. The lesion being treated was a severely calcified, 80% stenotic lesion in the mid left anterior descending coronary artery. The physician used a 6 fr cordis introducer sheath for vascular access, a feng delphi .014x185 guidewire and a 6 fr cordis xb 3.5 guide catheter to cross the lesion. An unsuccessful attempt to deflate the balloon was made using pure saline solution and low pressure aspiration. The maverick2 monorail balloon was removed from the pt without deflation, causing dissection of the anterior descending artery in the section proximal to the lesion. The pt was in cardiogenic shock and required mechanical respiratory assistance prior to the procedure, and pt's status remained unchanged during this event. The procedure was successfully completed using a sonic 2.5c33 mm stent. The pt's current status is reported as critical.